Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed a control test and received a result of 306 mg/dl. The normal control range was 102-140 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.